Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that resistance was met during attempted delivery of an impella 5.5 pump. The patient became hypoxic during delivery and the ECMO (extracorporeal membrane oxygenation) was subsequently implemented. As the pump was unable to traverse the innominate, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely due to patient condition.